Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during routine follow up this cardiac resynchronization therapy pacemaker (crt-p) showed eight months of battery remaining. A few days later the patient arrived to the hospital not feeling well. Upon checking the device safety mode was triggered. The patient was thus hospitalized, and a few pacing pauses were seen on the electrocardiogram during the night. The next day a revision took place, and this device was replaced. The device was expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter first, last name, occupation, health care professional fields.

Event description:
It was reported that during routine follow up this cardiac resynchronization therapy pacemaker (crt-p) showed eight months of battery remaining. A few days later the patient arrived to the hospital not feeling well. Upon checking the device safety mode was triggered. The patient was thus hospitalized, and a few pacing pauses were seen on the electrocardiogram during the night. The next day a revision took place, and this device was replaced. The device was expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that during routine follow up this cardiac resynchronization therapy pacemaker (crt-p) showed eight months of battery remaining. A few days later the patient arrived to the hospital not feeling well. Upon checking the device safety mode was triggered. The patient was thus hospitalized, and a few pacing pauses were seen on the electrocardiogram during the night. The next day a revision took place, and this device was replaced. The device was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that during routine follow up this cardiac resynchronization therapy pacemaker (crt-p) showed eight months of battery remaining. A few days later the patient arrived to the hospital not feeling well. Upon checking the device safety mode was triggered. The patient was thus hospitalized, and a few pacing pauses were seen on the electrocardiogram during the night. The next day a revision took place, and this device was replaced. The device was expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This device was expected to be returned. Should the device be returned analysis will be performed and this investigation will be updated.